Event description:
The device was returned to the manufacturer following the patient's death. The device subsequently tested out of specification during manufacturer's analysis. There is no allegation that the patient's death is device related. The cause of death has been researched and not received.

Event description:
The device was returned to the manufacturer after being explanted following the patient's death. The device subsequently tested out of specification during manufacturer's analysis. There is no allegation that the patient's death is device related. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. There was no indication the death was device related; the cause of death has been requested but has not been received. This device is part of the field advisory for this model. Evaluation summary: analysis revealed a high current drain condition. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. There was no indication the death was device related; the cause of death has been requested but has not been received. This device is part of the field advisory for this model. Evaluation summary: (B) (4) analysis revealed a high current drain condition. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.